Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, all of the light-emitting diodes (leds) of the front panel were continuously glowing, the front panel switches did not function, there was no image on the monitor screen from the video output, there was a communication error coming in the monitor screen, corroded wire, corrosion on the printed circuit board and front panel chassis, paint peeled off from the rear panel, and corrosion on the receptacle. The front panel and image failure were caused by a faulty printed circuit board. However, the definitive root cause of the faulty printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, video system center had the front panel not working and switches not functioning properly. The issue occurred during maintenance, with no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.